Manufacturer narrative:
H3: the camera (camera refurb 9735821r vega base s8 svc, serial/lot: p902077) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message was noticed upon boot up of the system. Troubleshooting steps identified were an amber light-emitting diode (led) on the position sensor unit (psu). It was also noted that a bump detector battery fault, a bump detected, and storage temperature exceeded were found in ndi toolbox. The probable cause was likely the psu. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable to this evaluation. A05: applicable to a localizer faulted a1102: applicable to the localizer faulted message a110201: applicable to the issue occurring upon boot up of the system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.